Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that shortly after the start of an infusion of taxol with other unspecified medications, the patient experienced flushing and hotness to the face. Although requested there were no other event details provided by the customer.